Event description:
One week after implant of this implantable cardioverter defibrillator, battery status has reached mol1. Nine months post implant, the device was explanted due to a status of eri (elective replacement indicator).